Manufacturer narrative:
UDI -- (B)(4). DHR - review of the history device records for the valve, product code ns9008 with lot cljc2k showed an nc-report (nc) when released to stock on the 23rd september 2010. The nc report issue had no link to this complaint. Failure analysis - the valve passed all tests no root cause could be determined; as no functional problem was noted with the valve.

Event description:
N/a.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a hakim valve (ID ns9008) was implanted on (B)(6) 2000, via lp due to inph. The initial setting was unknown. The symptom was confirmed to be improved. Then on (B)(6) 2018, x-ray images confirmed abdominal catheter separation. The patient did not have any symptom, therefore the patient was under monitoring at that time. On (B)(6) 2019, the patient walked as if a baby was walking. The symptom of shunt malfunction became worse, therefore the patient visited the hospital again on (B)(6) 2019. A revision surgery was performed on (B)(6) 2019. The setting of the new valve was 150mmh2o. The lumber catheter was confirmed to be fine, so it was used with the new valve. The abdominal catheter was left inside the patient body. The patient is a (B)(6)-year-old female whose initial is m. S. She is now under monitoring. No further information was provided by the hospital.